Event description:
A report was received that a patient had a revision done. The reason for the revision was that the patient's ipg was in an uncomfortable location. The ipg was moved from the midline of the back to the right front of the patient's stomach. The patient is reportedly doing well after the revision.

Manufacturer narrative:
There was no device returned to bsn as the patient remains implanted. This is the final report.